Event description:
On (B)(6) 2011, patient reported the down button on the infusion device does not function properly. Patient first noticed this 3 weeks ago when he attempted to bolus. Patient boluses 4-5 times per day and has used this infusion device for at least 2 years. The button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.